Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was less than 54 mg/dl, and the meter bg reading was 370 mg/dl. Bg was addressed via a manual injection. The customer went to the emergency room (ER) and was subsequently hospitalized with an elevated blood glucose (bg) level above 370 mg/dl. Customer was treated with an intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.